Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aneurysm enlargement, infection, aneurysm rupture, and death. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Tgt2815/8712351 = UDI:(B)(4); tgt2815/8655043 = UDI:(B)(4).

Event description:
On an unknown date, the patient underwent replacement surgery with a surgical graft down to the proximal descending aorta. After the surgery, a pseudoaneurysm developed at the distal anastomosis of the surgical graft and then ruptured. On (B)(6) 2011, this patient underwent an endovascular repair of the ruptured pseudoaneurysm using two gore® tag® thoracic endoprostheses. Prior to the device implant bypass surgery was performed to the abdominal four vessels. The proximal portion of the devices were placed within the surgical graft of the descending thoracic aorta. During the procedure, a type ii endoleak of unknown origin was identified. The physician elected to monitor the patient. The patient tolerated the procedure. On (B)(6) 2011, one month follow-up imaging showed that the diameter of the aneurysm was 42mm. The type ii endoleak reportedly persisted. On (B)(6) 2011, the patient was discharged. On (B)(6) 2011, three month follow-up imaging showed that the diameter of the aneurysm enlarged to 47mm. The type ii endoleak reportedly persisted. On (B)(6) 2011, six month follow-up imaging showed that the diameter of the aneurysm shrunk to 45mm. It was unknown if any endoleak was present. On an unknown date in 2011, imaging identified infection of the devices. The cause of the infection was reported to be unknown. On (B)(6) 2011, an antibiotic (detail unknown) was administered to treat the infection. On (B)(6) 2012, the patient presented with infection of the surgical graft and subsequent fistula between the graft and the upper digestive tract with the aneurysm rupture. On the same day the patient expired due to bleeding from the digestive tract. According to the (B)(4), no further information is available.